Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and correction boluses were delivered to address bg. Customer was hospitalized for elevated bg and diabetic ketoacidosis (dka). Fluids/food were consumed and long acting insulin was administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using an alternate pump for insulin therapy. Tandem clinical diabetes specialist (cds) reported that the customer met with a healthcare provider and the pump basal rates were adjusted. Cds reviewed the pump data and found that the customer was overriding the pump bolus calculation function and calculating the bolus amount manually. Cds discussed the pump data with customer. Reportedly, customer reverted back to the tandem pump for insulin therapy.